Event description:
It was reported that the output milliamperes for the external pulse generator were testing low. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output milliamperes were testing low and attributed it to the main printed circuit board and the interconnect flex being corroded. Analysis also found that the main clear cover, one bail cover and one bail were missing, that one bail cover and the ring cover were broken, the battery contacts were compressed and the battery drawer o-ring was damaged. It was further noted that due to extensive damage the generator would be returned to the customer unrepaired. (B)(4).